Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing during atrial fibrillation. Device sensitivity was reprogrammed and the device remains in uses. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.